Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The compact flash card was replaced. No report of patient involvement.

Event description:
The hospital reported the unit displayed an ec04 error on the screen. There was no report of patient involvement.